Manufacturer narrative:
The following devices were also listed in this report: mrs cvd fem st w/o body 15x127; cat#: 64853815; lot#: 267844a. Gmrs extension piece 30mm; cat#: 64956030; lot#: 762pu. Mrhk femoral bushing; cat # 64812110; lot # lra010. Gmrs dist fem comp std l 65mm; cat#: 64952030; lot#: 6r22r. Mrh axle; cat#: 64812120; lot#: ctd97336. Mrh tib rot comp xs-xl; cat#: 64812100; lot#: 230951. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: revision of femur distal femur gmrs and total hip replacement (not stryker products) insitu. No reported issue with stryker devices.